Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aneurysm of zone 3. The distal aortic arch was moderately tortuous. It was reported that after the proximal stent graft (MFR report #2953200-2010-00718) was implanted, its distal edge did not appose the aortic wall due to the tortuosity of the distal arch. Therefore, the physician elected to implant a distal main stent graft (MFR report #2953200-2010-000719) with 50% overlap length with the proximal stent graft. After implantation of a distal-most talent stent graft and touching-up the grafts with a reliant balloon, the procedure was closed without any endoleak or other issues. However, 5 days post-implantation, a junctional type iii endoleak between the proximal and middle stent grafts was confirmed by the follow-up CT. Approximately 1 month ago, 2 talent thoracic stent grafts were implanted from proximal to distal with overlapping of 4 cm between them and to cover the junction of the previously implanted stent grafts; however, the endoleak did not resolve (see MFR # 2953200-2010-01226). The decision was made to not further intervene and to monitor the patient.

Manufacturer narrative:
(B)(4). Eval results: endoleak, moderate tortuosity of the distal arch.